Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2020. It was reported that the patient was still waiting on a revision as it was cancelled indefinitely due to coronavirus.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2009, product type: catheter, ubd: 18-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 9.002 mg/day and clonidine 125 mcg/ml at 56.26 mcg/day via an implanted pump for non-malignant pain and chronic low back pain. It was reported the patient had been experiencing issues with going through withdrawal since (B)(6) 2019 so a catheter dye study was being done today and the rep was inquiring about those procedures. Further information was not provided. No further complications were reported/anticipated or expected. Additional information was received from the manufacturing representative (rep). The rep reported the physician ended up replacing the patients pump and putting on a new catheter connector piece. The rep stated it seemed like the issue had resolved. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient¿s weight was unknown. The dye study was inconclusive and the physician ended up replacing the patient¿s pump. The reason for withdrawal was not determined and there was no specific device issue determined. The physician decided to replace the pump. The explanted device was not returned (the rep did not have possession and the status was unknown). No further complications were reported or anticipated.